Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. Angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that due to stable angina and a positive stress test, the patient underwent the index procedure on (B)(6) 2011 with the deployment of 2 promus stents, one in the proximal left anterior descending (lad) and one in the proximal right coronary artery (rca). Post procedural residual stenosis was 0% with timi iii flow in both the treated lesions. On (B)(6) 2013, the patient came to the emergency room with complaints of mid-sternal chest pain and was admitted to the hospital. Cardiac enzymes were noted to be elevated and EKG changes were observed. The event was assessed as a non st segment elevation myocardial infarction (nstemi). No treatment was reported. The patient was discharged from hospitalization on (B)(6) 2013. No additional information was provided.